Manufacturer narrative:
A visual evaluation revealed that the bag was found to be broken. Under this condition the sterile barrier (sterile seal) of the product was compromised and the device inside of it was damaged on the proximal end. Analysis found that the bladder pigtail of the stent was found to be detached. Based on the analysis, the detached sections have marks and irregularities on the surface which indicate torsion or excess of force applied to the product. The failure was noted during unpacking and outside the patient and it is possible that the way in which device was handled manipulated during its process of unpacking may have contributed to the condition of the unit returned (package damaged and stent detached). The defect found is consistent with one caused due to the device/package was pulled/pushed strongly and/or was submitted to an excess of force. Moreover, based on all the available information and the condition of the returned unit it is more likely that the complaint was caused by the handling of the device. Therefore, ¿handling damage¿ is selected as the most probable root cause for the complaint.

Event description:
It was reported to boston scientific corporation that polaris¿ ultra stent was to be used for an unknown procedure on an unknown date. According to the complainant, during unpacking, it was observed that the packaging of the stent was already torn inside of the original shipping box it arrived in. It was reported that the device had a ¿perfect slit¿. There were no patient complications reported a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available; a supplemental report will be submitted

Manufacturer narrative:
Component code relates to device code for the reported event of seal compromised. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that polaris¿ ultra stent was to be used for an unknown procedure on an unknown date. According to the complainant, during unpacking, it was observed that the packaging of the stent was already torn inside of the original shipping box it arrived in. It was reported that the device had a ¿perfect slit¿. There were no patient complications reported a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available; a supplemental report will be submitted.